Manufacturer narrative:
(B)(4).

Event description:
The pt was experiencing nausea and return of pain symptoms; the symptoms had been occurring for approximately one week. The pt was "exposed to some strong magnets". The pt bought a package of 50 magnets with a strength of "6 (nothing listed in gauss)". The package bumped the pump pocket and the pt was wondering if that would impact the pump function; the pt had not heard a pump alarm. The pt was also wondering if recharging her ans neurostimulator could impact the pump since they were on the same side; the pump was in the abdomen area and the stimulator was in the back, but on the same side. The pt believed her symptoms started after the bag magnets bumped the pocket site. The last pump refill was (B)(6) 2010; the next refill was the end of (B)(6) 2010. The pt was wondering if her pain increased because, the "potency" of the dilaudid was decreased. F/u with the pt's physician was recommended. Add'l info has been requested, a f/u report will be sent if the add'l info becomes available.